Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, upon trocar insertion, the inferior portion of the trocar broke off and fell into the abdomen and was retrieved using cryo or kelly clamps and addisons. It was mentioned that there was tissue damage (bruising) from retrieving the portions that broke off from the trocar. It was noted that they were able to remove all the fragments from the patient as far as they knew. The surgical time extended 30 minutes or more due to the product problem which was spent retrieving the lost piece of the trocar, opening new supplies, and cleaning up debris from the trocar upon closing. It was also noted that the incision was extended due to the product problem but not more than 1 inch. Another trocar was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar and cannula were only received. The cannula was broken in two pieces. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent needles may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.